Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open when trying to issue medication. A technical support specialist remoted into the system and identified that the medication was not assigned to a cubie drawer or door but was configured as an external item in the refrigerator, determined that the item was not required, as it was a suppository, whereas the needed form was a tablet or capsule that was not stocked in the cabinet. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini a nurse attempted to issue medication, but the drawer does not open. Despite this, the cabinet registered the medication as issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.